Event description:
Fracture of the femur occurred in per op. The surgeon revised the implant 4 days after and fixed the fracture with a cable.

Manufacturer narrative:
Document review. All parameters were found to be conforming to specifications valid at the time of manufacturing. Nineteen stems belonging to this lot have been already implanted and no incidents have been reported up to now. The surgeon clearly admitted that the event was due to a mistake he made during the primary surgery: he pushed too much stem into the femur channel causing the fracture. For this reason, the event is "not device related," but it was user error.